Event description:
The article "predictive value of CT-based and ai-reconstructed 3d-tapse in patients undergoing transcatheter tricuspid valve repair" was reviewed. The article presented a prospective single center study, to analyze whether CT-captured tricuspid annular plane systolic excursion (tapse) provides additional value in predicting outcomes after transcatheter tricuspid valve intervention (ttvi). Devices mentioned include triclip, pascal, and cardioband. The article concluded that : posterior indexed anterior and posterior (itapse) is an independent predictor of cardiovascular outcomes among patients undergoing ttvi. Furthermore, CT-measured tapse has incremental value and refines risk stratification for clinical outcomes in patients undergoing ttvi. [The primary author and corresponding author was tanja katharina rudolph at ruhr-universität bochum, medizinische fakultät owl (universität bielefeld), bad oeynhausen, germany with corresponding email *trudolph@hdz-nrw.de*. The time frame of the study was may 2020 and june 2023. A total of 75 patients were included in this study, of which less than 20% received an abbott device; exact amount is unknown. The mean patient age was 77 ± 8 years, and 61% were female. Comorbidities included renal impairment, pacemaker, cardiac decompensation, coronary artery disease, diabetes mellitus, history of stroke, copd, atrial fibrillation, history of cardiac surgery, heart failure, mineralocorticoid receptor antagonist, ace inhibitor, betablockers, doac, vitamin-k antagonist, dosage of loop furosemide or torasemide, tricuspid regurgitation. Peri and post-procedural complications included hospitalization, heart failure, pericardial effusion, cardiac tamponade, right coronary artery perforation, stent implantation, periprocedural dialysis, transient atrioventricular block, bleeding, blood transfusion.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "predictive value of CT-based and ai-reconstructed 3d-tapse in patients undergoing transcatheter tricuspid valve repair". The additional patient effect of death reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of triclip were reported in a research article in a subject population with multiple co-morbidities including renal impairment, pacemaker, cardiac decompensation, coronary artery disease, diabetes mellitus, history of stroke, copd, atrial fibrillation, history of cardiac surgery, heart failure, mineralocorticoid receptor antagonist, ace inhibitor, betablockers, doac, vitamin-k antagonist, dosage of loop furosemide or torasemide, tricuspid regurgitation. Complications reported included hospitalization, heart failure, death, pericardial effusion, cardiac tamponade, right coronary artery perforation, stent implantation, periprocedural dialysis, transient atrioventricular block, bleeding, blood transfusion.; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.